Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-05-16. H.6. Investigation summary: material #: 368861. Lot/batch #: 2285931. Bd received 5 samples for investigation. The samples were evaluated by visual examination and titration and no issues that could contribute to platelet clumping were observed as all samples met specifications. Additionally, 5 retention samples from bd inventory were evaluated by visual examination and titration and no issues that could contribute to platelet clumping were observed as all samples met specifications. Complaints for sample quality are under statistical control for the month of may 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that five samples while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes platelet clumping occurred. The following information was provided by the initial reporter: platelet clumping. Approximately 5 samples presented with platelet clumping which appeared when smears were made. Customer does not know if more sample are affected as smears are not made of all samples. Customer suspects that it is batch 2285931 as they only experiencing the platelet clumping with this batch.

Event description:
It was reported that five samples while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes platelet clumping occurred. The following information was provided by the initial reporter: platelet clumping. Approximately 5 samples presented with platelet clumping which appeared when smears were made. Customer does not know if more sample are affected as smears are not made of all samples. Customer suspects that it is batch 2285931 as they only experiencing the platelet clumping with this batch.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.